Manufacturer narrative:
Field service engineer (fse) went onsite and evaluated the device. The fse was unable to duplicate the reported issue. The reported issue was unable to be duplicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was completely dark. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the display was completely dark. This investigation is ongoing.